Event description:
It was reported the implantable neurostimulator site was uncomfortable. An examination was conducted by palpation. The system was explanted. The patient outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 37743, lot#, serial# (B)(4), product type: programmer, patient product ID 3550-39, lot# n253853, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type: accessory. (B)(4).